Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, they felt that the opening of the jaws of device was weaker than usual. And they also had a strange feeling with the operation of pulling the trigger when cutting the tissue. Replaced with new similar device and it worked fine which completed the procedure. There was no patient injury.